Event description:
Over two years ago I had lasik performed on both my eyes. The dr was thorough in addressing possible hazards and counseled me. I was very near-sited with a serious astigmatism and had worn glasses since 7th grade. Probably needed them well before that. I was better than 20/20 correctable with glasses. After counseling I opted for mono-vision, which would have allowed for book/computer reading in one eye, and distance/driving in the other. The surgery resulted in both eyes being far-sighted. I then underwent 2 - 3 additional corrective surgeries. I am still not satisfied with the results. I cannot file my nails, read most non-computer correspondence/print, properly apply facial cosmetics (eye liner or mascara), etc. Reading glasses do not help with these problems either. Another puzzling complication is that I even have trouble with such mundane tasks as putting away laundry, arranging my closet and dresser drawers, filing personal papers, etc. My eyes tire easily. Prior to the surgery, I could read books, magazines, personal papers (bills, etc), watch tv, etc. All day long with no ill effect. Now I tire within a few hours. This affects my work and earning an income.